Event description:
A critically ill patient in the medical intensive care unit had recently received a bone marrow transplant. The patient had an epinephrine drip infusing at a rate of 30cc per hour. The IV pump regulating the medication began to beep "raise bag". The IV system was reviewed and no obvious problem was noted. The alarm was noted for the second time without an error in set-up. The infusion was restarted and a "repair x" was illuminated. At this point, the patient was observed to be hypotensive and eqinephrine was then manually pushed through the tubing via a needle and syringe. The pump was immediately taken out of service. The pump had been rented and the rental agency was notified. Biomedical engineering evaluated the pump and found that the pump's memory component had retained the two "raise bag alarms but there was no evidence of "repair x". The possiblity of user error was explored. It may not be possible to determine if there was a malfunction v. User error. The pump was returned to the rental agent.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, patient's condition - predisposed event. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.